Event description:
It was reported that the customer experienced a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team assisted the customer with the cartridge loading technique; however, the alarm recurred, and the customer was unable to resume insulin therapy. Consequently, technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump. There was no information available about the customer's outcome following the event.